Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting more quickly. There was no reported impact to customer¿s blood glucose level. The customer declined to troubleshoot and stated the decreased battery life was due to pump use over the past few years.